Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Additional components involved in the event: product family: scs model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000098040.

Event description:
It was reported that patient experienced a fall. Diagnosis reveled that the lead had fractured. As a result, surgical intervention was undertaken where in the lead was explanted and replaced addressing the issue. The investigation did not determine which lead was fractured.